Event description:
On october 3rd, the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user, who uses a cgm, reported waking up in the middle of the night due to an alert and bg reading of 62 mg/dl from her cgm. Due to the above, the user tested using her dario meter and received a bg reading of 263 mg/dl. The user also detailed that she received additional inconsistent bg readings when using her dario meter and different test strips. The user sent dario the following bg readings from her dario meter: 263 mg/dl, 270 mg/dl, 152 mg/dl and 123 mg/dl all within ten minutes. Several hours later, the user tested her bg again and received the following bg readings using her dario meter: 54 mg/dl, 114 mg/dl, 151 mg/dl, 144 mg/dl, 157 mg/dl, and 162 mg/dl in a period of 10 minutes.

Manufacturer narrative:
On october 7th, the user contacted dario to report that she received a bg reading of 292 mg/dl from her dario meter. Due to the user's high bg readings with the dario meter, the user reported that she purchased a non-dario meter. While on the phone with dario's representative, the user reported that when the issue occured, she received bg readings in the range of 40 mg/dl to 263 mg/dl from her dario meter. The user stated that she opened and tested with multiple test strip cartridges with the same lot number and expiration dates, receiving the same results. The user told dario's representative that she felt fine and did not display any symptoms, nor did she take additional medication due to her bg readings. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. As of this date, the replacement above has not yet been received. When the replacement is received, a follow-up with the user will be performed. Therefore, there is not enough information available regarding the dario meter and strips to investigate. If new information is obtained, a follow-up report will be submitted.